Event description:
During a lap chole, the scrub technician picked up the 10 ml syringe from the cardinal health lap chole pack full of local anesthetic and handed it to the surgeon upon his request. When md went to use it, instead of injecting in the patient like it was supposed to, it sprayed the nurse practitioner in the eyes. The syringe was cracked along the length of the shaft. A report was written as this was not the first time it had happened. The syringe was in a lap chole (cholecystectomy) set. Another syringe that was individually packaged was opened. The bupivacaine was wiped off the nurse practitioner's face and we continued with the surgery.